Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a blood clot in the lung. The patient is currently in a rehabilitation center. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a blood clot in the lung. The patient is currently in a rehabalition center. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged blood clot in the lung. The patient is currently in a rehabalition center. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust, dirt, hair and other particles contamination and failure of internal battery. There was no evidence of black foam degardation. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer can confirm the sensor failures while testing due to contamination such as dust/dirt, hair, particles throught out the air/flow path , inside the transisition tubing and that are consistent from external source. Section h6 type of investigation findings and investigation conclusions has been updated.